Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that dislodgement and loss of capture was observed on the rv lead. Patient experienced dyspnea. An attempt to reposition the lead was unsuccessful due to the helix not retracting. The lead was explanted and a new lead was implanted. Patient was stable.